Event description:
I have used clear care contact lens cleaning solution by alcon for over 20 years with no problems. A little over a year ago, I started experiencing burning eyes when putting my contacts back in the next morning. I always leave the contacts in the solution for at least 6 hours. Until a year ago, I had no problems. One container would last for 2 bottles, which is a commonly available option. My understanding is the container is supposed to neutralize the hydrogen peroxide solution for at least 100 uses. I have been tracking my last several bottles/containers and find that the burning eyes (due to lack of neutralizing the hydrogen peroxide solution) starts occurring after around 30 uses. This means the supplied container does not even last for even 1 bottle, much less 2. I haven't done anything different in the 20 years of use but noticed a different type of container being used in the last 2 years. This used to be a great product but now the burning of the eyes after using as described is very uncomfortable and painful.